Manufacturer narrative:
Subject: qv otc caller reported burning sinusitis and fever after swabbing; doctor prescribed meds -- tss referred kit swab manufacturer for swab information; logged incident for investigation and gathered feedback. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv otc caller reported burning sinusitis and fever after swabbing; doctor prescribed meds -- tss referred kit swab manufacturer for swab information; logged incident for investigation and gathered feedback.